Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number not provided and initial reporter telephone number (e1) should be blank.

Event description:
It was reported that people on facebook were experiencing repeated cartridge change errors with the tandem pump. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.